Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h4, h6, h11 corrected fields: h11 (technical assistance support (tac)). The device was not returned for evaluation therefore, a definitive root cause could not be determined. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device's lamp does not go back on, they have to power cycle three time for the lamp to come back. The issue occurred during a bronchoscopy procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.